Event description:
Family member of home pt (hp), caregiver, reported peritoneal dialysis was initiated on the homechoice device. Later, caregiver noticed the bedding was wet. When she inspected the lines, she found that she had not made a proper connection between the pt line of the disposable set and the transfer set. Healthcare professional (hcp) reported hp in clinic on 7/28/2000 and caregiver reported to hcp what had occurred. Hp did not have any fluid in hp; therefore, no culture was obtained of effluent. Hcp administered via ip-1 gm ancef and 6 mg/kg gentamycin as a prophylactic measure. Hcp instructed caregiver to inspect effluent to make sure it remains clear. No pt injury reported.